Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is likely the main lamp caused the reported issue. However, a specific cause of the faulty main lamp was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user¿s facility to inspect the subject device. While there, the fse confirmed the user¿s report. The unit xenon lamp was expired and replaced with a new lamp. Following the replacement of the lamp, there were no further errors noted and the unit is functioning properly. The subject device is not current scheduled for return. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii xenon light source began producing an e207 error code during a gastroscopic procedure. According to the initial reporter, the main lamp went down, and the spare lamp activated. Reportedly, the procedure was completed using the spare lamp without any reports of patient harm.